Event description:
It was reported that the lower liquid crystal display (lcd) of the external pulse generator was damaged. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lower liquid crystal display (lcd) of the external pulse generator was damaged. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display (lcd) was out of specification, that it was missing pixels, so the display was replaced. Analysis also found the upper and lower cases, both bail covers and the lead flex cover were broken, the battery contacts were compressed, both bails were bent and the keyboard was scratched. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.